Manufacturer narrative:
Corrections: h6 health effect - impact code 4613 minor injury/illness/impairment was removed and code 4614 serious injury/illness/impairment was added. H11 - additional mfg narrative: revised. The device was not returned for analysis. The electronic lot history record (elhr) / device history record (DHR) and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect appears to be related to operational circumstances. In this case, it was reported that the guide wire met resistance during removal. Factors that may contribute to difficulty removing the guide wire include, but are not limited to, inner diameter of accessory devices, outer diameter of the guide wire, device support, buildup of procedural contaminants, user technique, and/or damage to accessory devices or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficult to remove. Manipulation of the guide wire, when resistance was encountered, may have contributed to the reported material separation. The separated portion of the guide wire remains in the anatomy. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the moderately calcified and heavily tortuous left circumflex artery. During removal of the bmw universal ii guide wire resistance was met and the guide wire separated. The distal portion of the guide wire was not removed and remains in the vessel. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Product performance engineering reviewed the incident information; however, the product was not returned to abbott vascular for analysis. The device history record (DHR) and exception review was performed and revealed no indication of a product quality issue. A review of the electronic lot history record (elhr) and similar complaint query was not performed because the part/lot numbers were not reported. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect appears to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Corrections: d4 - catalog # updated from unk universal bmw ii to: 1009664; d4 - lot # updated from unknown to: 3091171. H11 - additional mfg narrative: revised. The device was not returned for analysis. The electronic lot history record (elhr) / device history record (DHR) and exception review were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent patient effect appears to be related to operational circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.